Event description:
It was reported that the customer was admitted to urgent care due to high blood glucose levels. The blood glucose reading was 470 mg/dl and the customer was treated with a manual injection. The nurse stated that the customer was wearing the insulin pump at the time of the visit. She reported that the customer had programmed a bolus of 10 unites and saw the device delivery some of the bolus but then the screen showed 0, and now she was experiencing high blood glucose. Upon troubleshooting, it was found that insulin did exit from the tubing during a manual prime and no leak was noted. The device passed the high pressure test; advised the customer that the insulin pump was working as designed. Advised the caller not to have the customer prefill reservoirs. Found the customer had delivered a dual wave bonus when she had no idea of its function. Advised replacement of the infusion sets and broken belt clip. Nothing further reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.